Manufacturer narrative:
(B)(4). Batch # p58318. Investigation summary: the analysis results showed that one gst60t cartridge reload was returned unfired with 1 double driver missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, it was found that the device had been damaged when the package was opened. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.